Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and elevate and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, vaginal scarring, and other outcomes. It was reported that patient underwent mesh revision on (B)(6) 2011 due to mesh complications, recurrent sui, chronic infections. It was reported that the patient had another mesh removal/revision on (B)(6) 2012 due to mesh complications, mesh failure, recurrent sui, pain, and bleeding. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, hematuria and incontinence. It was reported that patient underwent mesh revision and hysterectomy on (B)(6) 2014 by dr. (B)(6) due to eroded mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cramping, vaginal irritation, and atrophic vaginitis.

Event description:
It was reported that following insertion the patient experienced cramping, vaginal irritation, and atrophic vaginitis.